Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but has yet to be acquired.

Event description:
It was reported that during an implant procedure, the right ventricular lead failed to advance through the introducer. The physician removed the lead during procedure on (B)(4) 2020. The patient remained in stable condition.

Event description:
New information received notes that a different lead was used to complete the procedure.